Manufacturer narrative:
The reported multiifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during the pulling of the suture loader crossbar, the snare loop got damaged. During the deployment of the footprint ultra pk 5.5, another hole was made with the help of the golden awl.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant. (3) improper tension distribution. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: (1) use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. (2) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. (3) failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the surgeon passed 2 strands of ultrabraid suture and 2 strands of ultratape through the snare loops. Then during the pulling of the suture loader crossbar, the snare loop got damaged. During the deployment of the footprint ultra pk 5.5, another hole was made with the help of the golden awl. A backup device was available to complete the procedure with no significant delay or patient injuries.